Manufacturer narrative:
No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the computer for the navigation system was replaced. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. No procode, common device name and/or 510(k) provided as this device is not released for distribution in the united states.

Event description:
Medtronic received information regarding a navigation device. It was reported that the system displayed error message "failure in srmanager" and the system could not be started. Reboot attempted without resolution. The surgeon opted to abort navigation as a result of the reported issue. There was no reported delay to the procedure due to this issue. There was no impact to patient.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that issue could not be replicated and no parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.